Manufacturer narrative:
(B)(4).

Event description:
The implantable neurostimulator was removed due to infection. The lead remained implanted. Additional information has been requested, a follow-up report will be sent if additional information becomes available.